Event description:
It was reported that the user attempted multiple supply changes on the ilet and repeatedly received unable to proceed messages until switching to supplies from a different lot, after which the supply change completed; the user reported a concurrent bg of 360 and self-administered subcutaneous insulin via mdi, and was instructed to disconnect from the pump for at least two hours. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the supply set that was resolved by changing to a different lot, indicating a lot-related mechanical issue with infusion components. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.